Event description:
Nursing staff in a step down ICU had attached pt to the device, with a three lead ECG cable and quik-combo therapy cable. Pacing was set for demand mode, 40 ppm 90ma, the pt was intubated and in critical condition. Reportedly, the etco2 tubing occluded, the pt's heart rate dropped below 40 bpm and the device did not start pacing the pt. A back up device was obtained and care to the pt was continued. The rptr stated ther were no adverse effects to the pt due to the availability of a back up. The pt was still in ICU at the time of the report. The hosp nursing staff has requested add'l in-servicing on device pacing operation.